Manufacturer narrative:
An event regarding infection involving a trident liner was reported. The event was not confirmed. Device evaluation could not be performed as no items associated with the event were returned or made available for identification or evaluation. Device history records indicates the devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the manufacturing lot or for the sterility lot referenced. The source of the infection could not be determined as further information is needed. A CAPA trend analysis concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time.

Event description:
It was reported that a mod restoration was implanted as a primary on (B)(6). The patient became infected. The surgeon performed an I&d wash out and replaced the liner and head.

Event description:
It was reported that a mod restoration was implanted as a primary on (B)(6). The patient became infected. The surgeon performed an I&d wash out and replaced the liner and head.

Manufacturer narrative:
The following other hip devices were also listed in this report: mod con dist stem 17 x 155 mm; cat# 6276-7-017; lot# caxn228d. Unknown head. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested, but not made available due to hospital policy. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.